Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaints: it was reported that implant loosened between cemented femur stem and the femur component. Concomitant medical products: nb018k / enduro femoral component cemented f2r; nr291k / femur extens.stem 6 d12x77mm cementd.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probable user related. When the connection between the axis taper and the femur is not firmly fitted, there is a gap and hence movement between the components. This leads to the femur safety nut unscrewing or to the axis breaking above the taper. The taper must be firmly pressed together and the femur safety nut assembled and pre-tightened using the instrument np420r. Then the counter-holder (np419r) together with the instrument np420r is used to tighten the taper with 20nm using the torque wrench ne184rm. The femur safety nut is then screwed on using holder np455r by hand. The counter-holder is then attached to the femur and the femur safety nut is then tightened with 20nm using the torque wrench. When these steps are carried-out acurately it should not be possible for the construct to come apart in situ. The thread can only loosen when the taper connection has not been connected correctly. Corrective action: according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.